Event description:
During an in clinic follow up, it was observed the autocapture was not accurately determining the difference between a loss of capture and capture. Reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.